Event description:
During coronary bypass surgery calibration on machine failed twice and resulted in decreased oxygen level reading on capnograph. Bypass had to be stopped and restarted three times to assure oxygen flow, there was no sequela to the pt due to interventions taken.